Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis. Right sided deflation was noted visually shortly after the procedure and was later confirmed by the implanting physician. As a result, the device was replaced with a mentor smooth round moderate plus profile 425cc saline prosthesis on (B)(6) 2018. The prosthesis was inflated to 460cc's, and no procedural complication occurred.

Manufacturer narrative:
The product code and lot number were revealed through the product investigation on 10/09/2018. An additional assessment of the reported event was performed. The patient underwent lateral capsulorrhaphies on (B)(6) 2018 and the same devices were reimplanted. Per mentor IFU, these devices are for single only and should not be reimplanted. Therefore, these devices were used off label. The patient later developed deflation of the right implant that was observed on (B)(6) 2018. The patient also reported muscle atrophy on the right side with discomfort. The patient underwent removal and replacement with mentor saline implant on (B)(6) 2018. It was originally reported that this prosthesis was implanted on (B)(6) 2018 as a replacement due to migration. This device was reported for the additional migration event as well under 1645337-2018-05684. Device evaluation summary: upon receipt by mentor the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Since this pi is related only to an adverse event, is not possible to address any failure or damage to a patient injury. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large, the pocket too small, or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 425cc saline, catalog #3502425, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018 mentor became aware that the device evaluation summary previously submitted on (B)(6) 2018 was erroneously submitted with the wrong narrative. The correct narrative is as follows: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. The complaint was not confirmed. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).